Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert for a patient data (pd) error, which is a benign telemetry error. All therapy settings were noted to be normal and remain in service. Technical services (ts) was contacted and recommended follow up to reenter the data necessary and it was confirmed that the data was added and the alert was cleared. It was mentioned that the patient was externally cardioverted and that could have caused the pd error; however, after analyzing the timeline the cardioversion occurred after the pd error. The external cardioversion was not related to device performance. This s-ICD remains in service. No adverse patient effects were reported.